Manufacturer narrative:
Findings: reliability analysis (new) unit passed functional testing. Buttons responded properly to button presses.

Event description:
It is reported that the customer had normal blood glucose levels of 107 mg/dl. The customer reported that one of the buttons of the insulin pump was unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.